Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 visual examination of the returned product identified silicone sleeve, and junction ends show signs of previous uses. Flexible shaft is bent and broken at the distal junction end but remains attached. The internal spring deformed and twisted where it broke. No other damage was noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). The reported instrument has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that while drilling holes, the flexible silicone drill driver¿s shaft fractured. There was no patient harm or impact as a result. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2. D4: lot# 192809. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.